Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is completed, a f/u report will be submitted.

Event description:
The customer reported that during a hysterectomy, the surgeon found bleeding at the seals although end tones, indicating completed seal cycles, were heard. Towards the middle of the case, some completed seals were rebleeding and could not be resealed. The surgeon at this point noticed some charring and sticking as the device was removed from the tissue, causing some additional bleeding. The surgeon used a non-covidien electrosurgical device to complete the procedure and was able to produce seals only by using "long" device activations.